Manufacturer narrative:
(B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported that the patient underwent a knee revision procedure due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the product initially implanted and revised was competitor product.